Manufacturer narrative:
Retainer ring = missing. On (B)(6) 2021 customer alleged the pump having cosmetic damage specifically at the retainer ring. Device p-cap/reservoir will be checked if it locks properly in place and displacement test will be performed. Device received with missing retainer ring. Therefore, unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: keypad overlay peeling, cracked keypad overlay, cracked battery tube threads, cracked case (battery tube), broken reservoir tube lip, missing reservoir tube o-ring, label damage. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when detached retainer and missing reservoir tube o-ring.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was loosened. Reservoir was able to lock into place. No harm requiring medical intervention was reported. The device will not be returned for analysis.